Event description:
The protege everflex stent was implanted (B)(6) 2014. The patient returned with complaint of leg pain after original procedure was done on (B)(6) 2014. After completing angiography on (B)(6) 2014 it was reported that the stent placed on (B)(6) 2014 had fractured. Angiography revealed a chronic total occlusion (cto) in the sfa with reconstitution below the stent. At this point the fracture was observed. The physician then used angiojet and laser atherectomy and pta.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of manufacture records for this device did not reveal any discrepancies relevant to the reported event. Two cine images of the deployed stent were received, however the resolution did not provide enough resolution required to determine the vessel lumen or reported occlusion.